Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "heart racing". The pt reported was unable to get a result on the meter. The meter port allegedly made it difficult to insert the strip. There was no result obtained from the pt's meter. There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. No furhter info has been reported.